Manufacturer narrative:
Additional information received indicated that the physician did not believe that the patient's death or stroke was device related. The physician does not know the cause of death.

Event description:
A report was received that the patient suffered a stroke and later passed away. It is unknown if the stroke was device related or not, but there were no known issues with her equipment.

Event description:
A report was received that the patient suffered a stroke and later passed away. It is unknown if the stroke was device related or not, but there were no known issues with her equipment.